Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. Technical services plugged the video cable into the monitor and powered on. The video image was normal. The video cable was flexed while the system powered on and the video image quality remained constant. The device was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, they were getting green lines, out-of-focus, cloudy, and intermittent images. A delay in the procedure of approximately 10 minutes occurred as another unit was obtained. No harm to patient or user was reported.